Event description:
It was reported that the pump battery depleted too quickly. There was no reported adverse impact to the customer's blood glucose level, as the pump did not shut down. Multiple follow up attempts were made with no response. No additional information was received regarding the outcome of the event.